Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® est z (no additive) plus blood collection tubes an unspecified number of caps would pop off of tubes causing leakage. There was no health impact or consequences reported.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® est z (no additive) plus blood collection tubes an unspecified number of caps would pop off of tubes causing leakage. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 03-jun-2024 . H.6. Investigation summary: bd received 32 samples for investigation. 11 out of 32 samples did not have cap/stopper assemblies on the tubes. 10 returned samples were functionally tested for stopper pop off and all samples tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for improper assembly (missing stoppers) based on the 11 samples received without cap/stopper assemblies. This complaint was unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.